Event description:
Caller reported a cgm error 42 related to their g7 sensor. There was no adverse impact to the customer's blood glucose level. Technical support provided the caller with complete pump reset information and guided them through the process. After resetting the pump, the cgm error did not reappear, and the caller successfully started their sensor session.